Event description:
I had breast cancer. Bi-lateral mastectomy. Reconstruction with silicone implants. Foreign body giant cell reaction. Mentor complaint #(B)(4). I was so sick after 13 months of foreign body. Received labeled "huntley" and "right breast is an intact, discoid breast implant measuring 12 x 12 x 4.5 cm. The implant is intact with MFR's identification "mentor # (B)(4)". The implant contains clear viscous fluid. A 14 x 3.5 x 1 cm ellipse of gray skin and attached subcutaneous tissue is also present. Eccentrically located on the epidermis is a linear, 12.5 x 0.2 cm scar. Fibromembranous tissue is present in the subcutaneous tissue measuring 15 x 8 cm, consistent with breast capsule. Masses are not identified. Also presented in the same container are two ragged fragments of gray, fibromembranous tissue measuring 4.5 x 2 x 0.2 cm in aggregate. Sections: representative. Received labeled "huntley" and "left breast" is a discoid breast implant measuring 12 x 12 x 4.5 cm. The implant identification "mentor # (B)(4)". The implant contains clear viscous fluid. Also present in the same container is a 14 x 3 cm ellipse of gray skin. Eccentrically located on the epidermis is a 13 x 0.1 cm linear scar. A 15 x 8 cm portion of fibromembranous tissue is present in the subcutaneous tissue consistent with breast capsule. Discrete masses are not identified. Sections: representative. Tv/bbb:jmm. Microscopic description: a-b, h&e-stained slides show strips of inflamed fibrous tissue and skin. There is foreign body giant cell reaction, but features of malignancy are not identified. Rja:kp. Final diagnosis performed by (B)(6) electronically signed (B)(6) 2019. Severe joint pain approx (B)(6) 2019; brain fog, breast and underarm discomfort and pain all day, chronic fatigue approx (B)(6) 2019; muscle aches approx (B)(6) 2019; sleep issues 3/4 hrs night approx (B)(6) 2018; bloating and gas issues, scratchy dry eye, numbness in left hand, breast pain increasing all day, post exertion fatigue, throat / swallowing problems, shortness of breast approx (B)(6)2019; increasing breast pain all day, increasing fatigue, brain fog increasing approx (B)(6) 2019.